Event description:
It was reported that a e360 ventilator generated a oxygen sensor disconnected alarm. The ventilator was not on a patient at the time of the event. The ventilator was evaluated by a third party service provider and the customer reported condition was confirmed. To resolve the condition, the oxygen sensor was replaced. Medtronic was not authorized to service the ventilator.